Event description:
It was reported that there was no flow during therapy.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be '3.2. Device not properly connected to as resulting in low flow rate¿ with a potential root cause of '3.2.1 inadequate labeling of device for proper connection.¿ the lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required. The product code for this z300-unknown arcticgel pads product is unknown. Therefore, bd is unable to determine the associated labeling to review.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the artic sun device had no flow.